Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown, not provided if explanted; give date: not applicable; lens remains implanted. It was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had femtosecond laser treatment for mild astigmatism both eyes (ou). The first eye symfony implant is fine however, the second eye with a model zlb00 lens was dislocated inferior. The doctor went back in and completed a reverse optic capture that resulted in perfect centration. There was superior peak of pupil and possible presence of cortical material. The patient has poor vision. The doctor is considering performing a yag to improve vision. Patient was cleared post-op by retinal specialist, mildly amblyopic; however, pre-op best corrected visual acuity (bcva) 20/30, post-op uncorrected visual acuity (ucva) 20/80 and bcva 20/50+2. Further follow up notes the doctor was considering yaging but if vision did not improve then may consider iol exchange with optic capture and ar40e in sulcus. No decision was made about how he will proceed. No further information was provided.